Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec by a third party service agent that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp). The asp went back and disassembled and then reassembled the device, as well as reseated its bellows, to ensure that all connections were properly seated and secured. After ensuring that all components were properly seated and secured, the reported issue of low exhaled tidal volume (vte) levels could no longer be duplicated. Proper device operation was observed through functional and performance testing. Based on the information available, it's reasonable to conclude that the cause of the reported issue was due to the third party service provider incorrectly assembling the device during the initial service evaluation, as the reported issue wasn't present prior to those service activities being performed.